Event description:
It was reported that on (B)(6) 2024, a 35mm navitor valve was selected for implant using a large flexnav delivery system (ds). The patient had sub-clinical atrial fibrillation and wasn't on anticoagulant therapy. During the procedure, while the device was being recaptured the second time there was difficulty resheating the valve. The valve did not completely encapsulate into the valve capsule using the deployment/resheath wheel. The device was pulled back into the descending aorta with the valve flared out and it was required to use the micro adjustment wheel to retract the valve fully. The valve was eventually implanted into the patient. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. On (B)(6) 2024, while the patient was being prepared for discharge from the hospital, it was discovered that they had a stroke. The healthcare professional stated that they believe the patient or user experienced adverse health consequences due to the performance of the product. The patient is in rehabilitation.

Manufacturer narrative:
An event of retraction problem were reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, the cause of the reported retraction problem of the navitor vision could not be determined. The patient effects of stroke/cva could not be determined. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 35mm navitor valve was selected for implant using a large flexnav delivery system (ds). The patient had sub-clinical atrial fibrillation and wasn't on anticoagulant therapy. During the procedure, while the device was being recaptured the second time there was difficulty resheating the valve. The valve did not completely encapsulate into the valve capsule using the deployment/resheath wheel. The device was pulled back into the descending aorta with the valve flared out and it was required to use the micro adjustment wheel to retract the valve fully. The valve was eventually implanted into the patient. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. On (B)(6) 2024, while the patient was being prepared for discharge from the hospital, it was discovered that they had a stroke. The healthcare professional stated that they believe the patient or user experienced adverse health consequences due to the performance of the product.